Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 5/24/2021. H6: investigation: customer returned (6) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 0279529. Customer states that liquid presses out of needle when plunger is moved before use. All returned syringes were tested and 4 out of 6 samples exhibited a clear droplet of material coming out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch # 0279529 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause: l2l dispatch was opened for excessive silicone being put into the barrels. Several guns had air in the lines.

Event description:
It was reported that 3 bd syringe 0.3ml 31ga 8mm had foreign matter on the device cannula/in the fluid path. The following information was provided by the initial reporter : material no. 328512; batch no. 0279529. The consumer reported finding some liquid to press out of the needle when moving the plunger before use. Date of event: (B)(6) 2021 = 3 syringes. Sample status awaiting sample.

Manufacturer narrative:
A device evaluation is pending but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd syringe 0.3ml 31ga 8mm had foreign matter on the device cannula / in the fluid path. The following information was provided by the initial reporter : material no. 328512 batch no. 0279529. The consumer reported finding some liquid to press out of the needle when moving the plunger before use. Date of event 04/28/2021 = 3 syringes. Sample status awaiting sample.